Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported by the patient's grandmother that the pediatric patient inserted a g7 wearable and it was showing readings in both mobile app and omnipod 5 in modified closed loop. Also on (B)(6) 2025 at 12:00 pm (during a doctor's checkup), both the mobile app and ominpod 5 was showing a cgm of urgent low. No fingerstick or calibrations were done. The patient was feeling lethargic, weak, thirsty and having cramps. No medication/treatment was given. The doctor then advised the patient/reporter to go to the hospital. Upon arrival, the hospital staff took a fingerstick and it showed a bg reading of 591 mgdl. The cgm reading was still urgent low. Calibration was done but readings were still low. Tests done at the hospital showed that he had dka. The patient was given insulin shots and fluids via IV. During the patient's stay at the hospital, he was monitored by finger sticks periodically where the bg readings were about 47, 231 and 117 mgdl. Cgm readings were still low (exact values not provided) and calibrations were done but did not correct. The patient was confined at the hospital until he was discharged (B)(6) at 11:00 pm. At the time of the call, the patient is feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Upon arrival at the hospital. The reported glucose values fall within the d zone of the parkes error grid. Also at the hospital, the reported glucose values fall within the a, c, and b zones of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.